Event description:
It was reported by service report that the brakes are spongy and are having difficulty returning to the release position. No patient involvement or adverse consequences are reported.